Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI(B)(4). One device was returned for analysis. Visual inspection showed a bubbled dso seal and scratched lcd lens. The tamper seal was broken. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to the pwa board. As a result, the pwa board was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump exhibited error 45985. No adverse patient effects were reported by the customer.